Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent inaccurate fill estimates after loading cartridges with 300 units of insulin. Reportedly, the insulin gauge remained static at 105 units before decreasing as expected. There was no impact to the customer's blood glucose level.